Manufacturer narrative:
Date of event: (B)(6) 2016. Additional information was received that the patient underwent an ipg and lead replacement procedure due to dysfunction of the devices after a myelogram test. It was noted that the device was not fractured when the physician pulled the device out, it was not twisted, and there was nothing wrong with it. Cautery was not suspected to be a factor. The patient was doing well postoperatively. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed. Aware date of initial MDR: 05dec2016.

Event description:
A report was received that the patient will undergo a revision procedure for an unknown reason.

Event description:
A report was received that the patient will undergo a revision procedure for an unknown reason.

Manufacturer narrative:
Additional information was received that the patient underwent an ipg and lead replacement procedure due to dysfunction of the devices after a myelogram test. It was noted that the device was fractured when the physician pulled the device out and was twisted. The patient was doing well postoperatively. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient will undergo a revision procedure for an unknown reason.